Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 assay result for a patient sample tested on the cobas c 503 analytical unit. The initial result was 94.9 mol/l. The repeat result was 67.4 mol/l.